Event description:
Clinical narrative: an impella rp flex device was inserted via the right femoral vein in a 61-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage a. The patient¿s comorbidities were unknown. After removal of the 23 fr insertion peel-away sheath and exchange for the positioning sheath, bleeding was noted at the access site. Two mattress sutures were applied, and manual pressure was held until hemostasis was achieved. A femostop was then placed above the insertion site at minimal pressure to assist with venous-site bleeding control. The patient survived to explant. The reported bleeding requiring surgical intervention and hemostasis is consistent with access-site complications and the anticoagulation/purge requirements associated with impella support.

Manufacturer narrative:
A4 weight is unknown this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
The device is not available for investigation. D4: revised.